Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, a minimum fill issue occurred after loading the cartridge with 120-125 units of insulin during the load sequence. The customer's blood glucose level was 250-260 mg/dl. The cartridge was reloaded for both notifications, resolving the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.